Manufacturer narrative:
(B)(4). The customer reported a 12 lead failure. There was no reported adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a 12 lead failure. There was no reported adverse pt impact.